Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: a reverse-type right shoulder arthroplasty has been performed. The glenosphere is abnormally aligned with the glenoid baseplate due to implant disassociation. There is no fracture or evidence of implant loosening. Review of the device history records identified no deviations or anomalies during manufacturing. As it is unknown when the screw became unseated, a definitive root cause cannot be determined. The reported event for disassociation has been confirmed through radiographs. Central screw not being fully seated was unable to be confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: item# 110027734; lot# 66117173. Item# unk central screw; lot# unknown. Item# 110030777; lot# 65715576. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an additional revision surgery approximately eight (8) months after the previous one due to disassociation of the taper adapter from the vrs component. During the revision, it was noted that the central screw appeared to not be seated, which prevented the glenosphere from being fully engaged. The screw was exchanged and a new glenosphere and taper adapter were implanted. Attempts have been made and no further information has been provided.